Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a system implant, a new wrench was used after the original wrench fell on the floor. It was noted that there was trouble getting the wrench to fit. The grommet came out and when the setscrew was loosened, it fell out. The lead was not implanted and another one was implanted instead. The patient was doing well.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and the original model torque wrench would not insert into the hex inset of the device set screws due to the shape of the hex tip of the torque wrench being deformed and non-symmetrical. The cause of the non-symmetrical hex tip was a wrench supplier manufacturing anomaly.